Event description:
The doctor claims the following: the graft was implanted for a femoral-popliteal bypass procedure. During the procedure, the graft was observed to "sweat" blood through its walls. The waiting for hemostasis of the graft caused the procedure time to be prolonged. The graft was left in. The procedure outcome was reported as ok.